Event description:
A technician reported, a shutter error during laser ablation. The reporter states the error occurred after two seconds of treatment and required a system restart. The site was able to restart the procedure and completed the treatment. The patient is doing well, without report of harm.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).